Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the image was distorted. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image/no picture on the screen, only showing a bunch of yellow lines during a therapeutic laparoscopic gall bladder removal. The procedure was delayed for 5 minutes while the patient was under general anesthesia and was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: the device refurbished manufacturing date is july 8, 2022. A review of the refurbished record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, it¿s likely the distorted image occurred because the charged coupled device unit or video connector internal circuit board was broken due to the following: - the power was turned on or off while the video connector was wet. - the video connector was connected/disconnected while the power was turned on. - a scratch or a stain of the electrical contacts of the video system center or the video connector. - application of static electricity to the electrical contacts of the video connector. - incompatible reprocessing condition such as autoclaving. The following is included in the instructions for use: ¿important information ¿ please read before use: precautions - do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.